Manufacturer narrative:
.

Event description:
The reporter from the assisted living facility stated that at 9:00 am they got a result of 4.0 inr on the patient's coaguchek xs meter (serial number (B)(4)) using strip lot 20663221. Another resident's coaguchek xs meter (serial number (B)(4)) was obtained by the assistant living facility's staff and within a few minutes, they stuck a different finger of the original patient. The result obtained on this second meter was 1.5 inr, using strip lot 20646322. The patient's therapeutic range was not provided. The reporter would not provide any further information regarding the patient of the results. There was no adverse event reported. The suspect product was requested to be returned and the replacement product was sent. The relevant retention test strips (lot 206463-22) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable. This medwatch is for test strip lot 20646322. Refer to the medwatch with patient identifier (B)(6) for the report for test strip lot 20663221.